Event description:
Patient wrote complaint letter to the hospital stating that she had experienced significant hair loss where the eeg electrodes had been glued to her head (on the seizure monitoring unit). Patient had been hospitalized for 8 days and noted the hair loss after she was home from the hospital. Patient also e-mailed several pictures of the bald spots on her head (where electrodes had been glued). Patients sign a form describing the risks of epliepsy monitoring, which specifically states that "...small patches of hair are sometimes lost." However, the patient's pictures show more than small patches of hair were lost.